Event description:
Boston scientific received information that during an elective device replacement procedure, the physician was unable to loosen the atrial and ventricular rate/sense set screws and remove the leads from this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options. The procedure was aborted and the patient was referred to another physician for the replacement. The patient was seen approximately eight days later. The set screws were successfully loosened and the leads were removed from the device header without incident. Another manufacturer's device was implanted. The physician felt that the proximal set screws were not loosened during the previous procedure, thus, preventing the leads from being removed. Upon inspection of the device, the physician observed that one of the set screws was stripped. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis confirmed the reported clinical observations. Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the rv+ and ra+ seal plugs were missing and a broken wrench tip was observed in the ra+ setscrew hex slot. The wrench tip was noted to be broken off in the up position and the setscrew was observed to be lodged against the retainer ring. External inspection noted scratches on the device casing. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the broken wrench tip in the ra+ setscrew hex slot is consistent with induced damage.